Event description:
It was reported to philips that the system gave a remote alert indicating the host computer was unable to communicate with the generator, delaying the system boot. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular diagnostic procedure was performed when the issue happened, and the procedure was completed as planned. The philips remote service engineer (rse) connected with customer remotely and checked the problem that the host computer unable to comm with generator. After reviewing log file, rse found problems of slow communication of host pc. On onsite service, upon troubleshooting fse found no faults. To resolve the problem, subtraction tests were conducted and no delays were noted during the execution of the theft and mask process. The codes were updated based on the investigation outcome.